Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that there was a loss of therapy and troubleshooting was needed for a change in the therapy. The patient had bad stomach cramps/pain and then incontinence after she ate some chinese food. This happened when the patient ate certain foods. It could not be troubleshot over the phone due to lack of access to the product. When the patient tried to use the patient programmer, it would not turn on. She had not used it or replaced the batteries since the implant. The patient did not have any aaa batteries. It was noted to be a sudden change in therapy/symptoms. It was further reported that the patient did not feel stimulation. The amplitude was increased and the patient felt stimulation in the correct area. The screen on the patient programmer was blank. The batteries were just recently replaced and the patient checked to see if the batteries were in correctly. Following this, the programmer was working. The patient was on program 2 at 0.3 volts and the implantable neurostimulator (ins) was on. The patient increased from 0.3 volts to 0.5 volts and could feel the stimulation at 0.5 volts. The symptom reported was a gradual loss of therapy. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.